Event description:
Received notice of complaint concerning above product from facility charge nurse. Reports an event in which a leak occurred at the top of the drip chamber top cap. The leak occurred just after initiation of the treatment. Reported blood loss was >20cc but less than 100cc. The patient was reported as stable and did not require any medical intervention. The line was discarded on the day of the event. A new line was set up and the treatment was completed without further incident. Charge nurse reports this was an isolated incident. A medwatch form has been filed based on blood loss only.